Event description:
Reportedly, during testing, a "low fio2" alarm occurred which could not be resolved by calibrating the oxygen sensor. Replacing the oxygen sensor resolved the issue. There was no patient involvement.